Manufacturer narrative:
Unit received with a critical error open book error and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly and battery tube were found with traces of corrosion. Unit received with cracked case on the back at the battery tube area and battery tube threads, missing display window cover, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has many scratches and the display window is worn and damaged. Customer's blood glucose was unknown at the time of incident. No further details given.